Event description:
The line was first inserted several months ago. The catheter was used for infusion of tpn and blood sampling. Line was repaired five different times in 2007. On four days later, cl open to air. Clamped blue light weight clamp. Cuff had migrated to exit site of chest wall. It was determined it was not in the child's best interest to repair this device a sixth time due to the high risk of infection and the insufficient amount of cl inside the patient's body. The line was removed via surgeon in operating room and a new line was placed on the opposite side.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation; therefore, we were not able to determine with certainty why the catheter repair did not hold. Our quality control dept confirms the correct size and length of distal material, that the correct size and length cannula has been used, and that the distal tip of the cannula is blunt with no sharp edges or burrs prior to further processing. They also confirm the lumen patency and that the entire catheter assembly is clean and free of damages or flaws. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.